Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
The device was received and an evaluation/analysis was performed. Product history review summary noted there were no issues related to the complaint discovered when reviewing the product history of console ic9543. The cause(s) of the reported controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Section d6a implant date and d6b explant date captured in the follow up 1 report should be disregarded as the controller is a non-implantable device. Additional information noted, the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).

Manufacturer narrative:
D6a and d6ab: added implant and explant date. D9: added devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. After insertion, the care team reported a brief placement signal (ps) error followed by a brief controller error. No additional information is available at this time, and the patient remains on support.